Manufacturer narrative:
Continuation of d10: product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID 8637 lot# serial# unknown implanted: explanted: product type pump product ID 8637 lot# serial# unknown implanted: explanted: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: ; product ID: 8637, serial/lot #: unknown, ubd: , UDI#: tiefenbach j, machado ag, bethoux f. Uncovering the rate and risk factors of intrathecal baclofen pump¿associated complications in the adult population. Neurosurg focus. 2024;56(6):e12. Doi:10.3171/2024.3.focus2471 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Tiefenbach j, machado ag, bethoux f. Uncovering the rate and risk factors of intrathecal baclofen pump¿associated complications in the adult population. Neurosurg focus. 2024;56(6):e12. Doi:10.3171/2024.3.focus2471 reported events: 18 patients experienced a device related infection. 22 patients experienced a pump malfunction. A pump malfunction had been defined as an intermittent or permanent motor stall, as ascertained via pump telemetry. Additionally this included worsening discrepancies between actual and expected volumes at refills, with associated loss of efficacy. 42 patients experienced a catheter malfunction. A catheter malfunction had been defined as an obstruction or migration of the catheter tip. 7 patients experienced a csf leak. 4 patients experienced device erosion. Pump migration had been noted as a complication. A hematoma had been noted as a complication. A seizure had been noted as a complication.